Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes the buttons had to press twice. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they had to change battery every week and the insulin pump had motor errors. The device will not be returned for analysis.